Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a catheter ¿leakage¿ was detected via an MRI and fluoroscopy. A catheter replacement was done. The cause of the event, drug information, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. However, the patient's current managing healthcare provider (hcp) was not aware of this event. If additional information is received, a follow-up report will be sent.